Event description:
Per the clinic, the patient experienced an infection at the implant site after sustaining a head trauma in (B)(6) 2024 (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient was then hospitalized for three days (specific date not reported) and was treated with IV antibiotics for three days (specific date not reported). The device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report.